Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated falsely depressed results were generated on the architect c16000 analyzer on a patient sample that repeated higher. Sample ID (B)(6) generated false depressed architect sodium of 115 that repeated 140.6. No units of measure were provided. The patient was in heart surgery when the falsely depressed sodium result of 115 was reported. It is unknown what treatment was given to the patient due to the depressed sodium result. No information suggesting any harm to the patient was reported. Limited patient information was provided with unknown impact to the patient.

Manufacturer narrative:
Abbott field service investigated the issue on site and noticed 1 cm of water remaining inside the cuvettes after the cuvette dry tips were finished "drying" the cuvettes. Abbott field service determined vacuum pump 16 was faulty resulting in residual water remaining in the cuvettes. Abbott field service replaced the vacuum pump 16 to resolve the issue. A review of the architect serial (B)(4) service history found no additional contributing factors and no additional reports of erratic or discrepant results have been received since field service replaced the vacuum pump 16. The vacuum pump 16 was in use at least 29 months based on no previous replacements documented in the architect serial (B)(4) service history which begins in november of 2015. A 12-month review of complaint and trending data for vacuum pump 16 did not identify an issue or trend related to discrepant/erratic or false low results. A search for nonconformances did not find a nonconformity of vacuum pump 16. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or trends related to the current complaint or vacuum pump 16. The erratic rate for the architect c16000 is within acceptable limits with no trend identified. A search from june 2011 found no other adverse event complaints for vacuum pump 16 in the 83-month period reviewed. The architect system operations manual and c16000 system service and support manual provide adequate information regarding maintenance, component replacement, operational precautions and limitations of result interpretation, and troubleshooting the reported issue. A product deficiency was not identified.